Event description:
During perfusion, the user interface indicated the hepatic artery pinch valve was 100% occluded while the valve was open. Upon cleaning, the functionality of the arterial pinch valve was restored. Arterial pressure readings were low and unresponsive despite troubleshooting, including cleaning and restarting the device. The possibility of utilizing a external pressure monitoring line to evaluate arterial pressure was discussed but declined by the customer site. Adequate flows, bile production, and global perfusion were maintained, and the liver was successfully transplanted. No patient harm occurred.

Manufacturer narrative:
Device data confirmed low arterial pressure readings and a stuck hepatic artery pinch valve. The device was serviced at the customer site, where the valve was found immobile due to dried blood residue. The valve was cleaned, reassembled, and the device re-tested. All post-service tests passed, confirming normal function.

Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.